Event description:
It was reported that during an infusion set and cartridge change with a teflon inset, the user received guidance by phone and inadvertently pulled the applicator apart while retracting the spring, resulting in an incorrectly deployed infusion set, which constitutes a use-of-device problem with the applicable component unspecified. Symptoms included unknown clinical effects due to insufficient information. Outcomes included unknown impact due to insufficient information. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found and that the event aligned with a use-of-device problem, with the involved component not otherwise specified. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.